Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include: accuject unifit injector, sfc-45 cartridge with foam tip plunger, ovd (opegan, opegan hi) and coaxial I/a handpiece for its removal for 60 sec. Tass was diagnosed on day of the surgery. The reporter states onset of inflammation caused pupil block with elevated iop of 67mmhg. Ocular findings include severe fibrin, cell+++ and moderate hyperemia. The patient presented with ocular pain, photophobia and blurred vision. Treatment included: ac lavage, topical, oral and subconjunctival injection of steroids. Per the last report dated on (B)(6) 2024, the issue resolved and bcva 20/13 (better than pre-op) and iop 13mmhg were noted. The lens remains implanted. The reporter does not state a cause for the event.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - the device history record (DHR) review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Manufacturer narrative: a review of the device labeling was completed. Iritis (iridocyclitis), anterior chamber cells, fibrin precipitation, increase iop, and pupil block are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Precaution (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan and opegan hi were used during the procedure and is a viscous cohesive of purified sodium hyaluronate manufactured by seikagaku. (11) when folding and inserting this product, use the following insertion device. Microstaar injector, microstaar foam tip plunger, icl cartridge. To avoid damaging the product, use forceps with rounded edges and no serrations on the surface. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. The handpiece (which is a reusable instrument) was used. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. It should be noted multiple cases of similar clinical presentation were reported from the same facility under the same surgeon. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).